Manufacturer narrative:
The reported product is not expected to be returned as customer contact details are not available for product return request. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre readers continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre readers was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips and no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and libre reader and no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre reader. Customer reported via social media: I would not trust freestyle ever again not after it put me in the hospital intensive ICU because of their test strips read low when they where high look it up". No further details were reported and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.